Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a non-tortuous, moderately calcified, mid, left anterior descending artery stenting procedure, during pre-dilatation, a mini trek balloon delivery catheter was advanced without difficulty and inflated with the first inflation to 8 atmospheres (atm). During the second inflation of 8 atm, the mini trek balloon ruptured. The mini trek balloon delivery catheter and balloon were removed without resistance and a non-abbott balloon was used to pre-dilate the lesion successfully. A xience v was used to cover the lesion and complete the procedure. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.